Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient was no longer receiving effective stimulation. The sjm representative met with the patient and provided reprogramming. It was reported the patient was to utilize the stimulation to determine the efficacy. Follow up identified the physician was to undertake surgical intervention to address the issue.